Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead micro-dislodged or was not in the implantable pulse generator (ipg) header. It was further reported that the rv lead exhibited a gradual increase in thresholds, non-capture and high impedance. It was also reported that the rv lead was sutured at sleeve but moved freely with suture. The rv lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.